Manufacturer narrative:
Mfg. Address 2 - no. 20905 int.a.col.,cd.industrial, 22444. Device evaluated by MFR.: returned product consisted of an impulse catheter. Analysis of the tip, shaft, and hub/strain relief included microscopic and visual inspection. Inspection revealed kink in the device located 1mm and 53.5cm from the hub. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that catheter fracture ocurred. The target lesion was located in the aorta artery. A 110cm impulse diagnostic catheter was selected for use. Resistance was encountered during advancement. The catheter was removed and it was observed to be fractured. The device was completely removed from the patients body. The procedure was completed with a different device. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter fracture occurred. The target lesion was located in the aorta artery. A 110 cm impulse diagnostic catheter was selected for use. Resistance was encountered during advancement. The catheter was removed and it was observed to be fractured. The device was completely removed from the patients body. The procedure was completed with a different device. No patient complications were reported and the patients status was stable.